Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned accord dual ended hex driver confirmed the stated failure. The hex driving tip is rounded and deformed. A hex can strip if the torque applied to the driver exceeds the material strength or if the hex is not seated within the screw when torque is applied. This device exhibits signs of significant use and wear. This device was manufactured in 2018. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that both drivers stripped during use. Procedure was completed using a sn backup device. No delay or injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.